Event description:
A male with a proximal aortic neck that was a little angulated and about 15-20mm in length underwent aaa repair in 2008. One flex main body and two iliac leg grafts were placed in the morning. Later that day, it was noticed the pt's common iliac and/or external iliac had ruptured, so the pt was brought back into surgery and the physician extended into the external iliac with two 12mm leg extensions. The pt expired.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to pt anatomy. However, we have notified the appropriate individuals of this matter, and we will continue to monitor for similar events.